Event description:
An aus device was implanted on 10/21/92. The balloon was revised on 7/6/93. The cuff was revised on 11/16/94. The balloon and pump were removed from the pt due to recurring incontinence on 10/25/96. An entire aus device was implanted.